Event description:
Boston scientific received information that this pacemaker was implanted and after interrogation, the pacemaker had no capture in the bipolar configuration. An x-ray was done and revealed that the terminal pin was not fully inserted into the header of the device. As a result, the patient underwent surgical intervention to fully inserted the terminal pin into the header of the device. The system remains in use. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested, once received this report will be updated.